Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
While speaking with the olympus technical assistance center (tac), the customer reported that the evis exera iii video system center did not display an image. The image was good on the monitor; however, when the image was sent to provation, it became blank. The tac technician reviewed video cabling using rgb from the printer out port on video system center to the pc. Tac instructed the customer to ensure the cable was secure on both ends. Tac re-reviewed the digital filing video type currently set to printer out, which was correct. No scope connected had color bars on the monitor; there were no color bars in provation. Tac informed the customer that they would need to contact provation. Tac called in provation's technical support specialist to further troubleshoot. Echo determined the issue was due with driver permissions, and the customer needed to launch the dpict application. The customer will need administrator rights. Facility possibly rolled out a security update and blocked the dpict application. Echo provided provation's case number, and the informed customer will need to contact provation. There were no reports of patient harm associated with this event. Subsequently, during follow-up communication with the customer, the issue was reported to be due to their it access and was resolved by the customer.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.